Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. It was noted that the patient has a concomitant pacemaker implant and was doing yard work at the time. Technical services (ts) discussed evaluating other sensing vectors. The sensing vector was reprogrammed from primary to secondary. Subsequently, an additional inappropriate shock was delivered due to ongoing oversensing. Alternate sensing vector was reviewed and was noted to not be a viable programming option. Ts discussed the potential of no further programmable options for the patient. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. It was noted that the patient has a concomitant pacemaker implant and was doing yard work at the time. Technical services (ts) discussed evaluating other sensing vectors. The sensing vector was reprogrammed from primary to secondary. Subsequently, an additional inappropriate shock was delivered due to ongoing oversensing. Alternate sensing vector was reviewed and was noted to not be a viable programming option. Ts discussed the potential of no further programmable options for the patient. No adverse patient effects were reported. This device remains in service.